Event description:
It was reported that the customer said the purewick urine collection system was not suctioning. They advised they already tried troubleshooting with no success. Lsm representative advised to replace kit. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said the pw is not suctioning. She advised she already tried troubleshooting with no success. Lsm rep advised to replace kit. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per customer follow up information received via phone on 25sept2025, she states that her niece takes care of the purewick business. She also states that the unit worked for a little while after she received the new kit, but it is now suctioning like it was before she got the new kit. I referred her to customer service for troubleshooting and she says that no one in the house. She could not provide the serial number. Per customer via follow up phone call on (B)(6) 2025, it was reported that the machine was not suctioning. Auth husband said the machine was not suctioning at all. Lms rep walked auth husband through troubleshooting including the water test - this did not resolve the issue. Replacement order placed for a new collection system. This system was used with female wicks. Biohazard box needs to be sent from fa.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.